Manufacturer narrative:
The scope was evaluated: there was an overbend at the strain relief. The leak test (air) passed at 300mmhg both while the scope was still and while deflecting it. There was no loss of pressure. Deflection and tracking passed. Channel passage passed. Angle cover passed. Over a 2 day period, karl storz product performance specialist conducted a thorough and detailed review of the hospital's reprocessing processes, from after use to next use, and made recommendations for improvement to help prevent this issue from reoccurring. The product performance specialist also provided training to entire spd staff (all 3 shifts).

Event description:
There were 4 patient infections connected with the use of one scope. Scope tested positive for stenotrophomonas.

Manufacturer narrative:
This supplement report is to provide additional information about our product performance specialist visit to the site. Our product performance specialist and sterilization manager paid a visit to this customer on october 6 & 7. They observed the site reprocessing process, identified areas needing special attention, made recommendations for improvements and performed trainings to the entire spd staff (three shifts), as well as critical care team member. Some of our observations included: 1. A video bronchoscope was removed from service due to fluid was observed within the detachable suction unit. This scope had been reprocessed, inspected by 2 members of the uc health staff, and was ready for clinical use. 2. There was a cancelled cycle with regards to the medivators aer (automated hld unit). The cycle was cancelled due to a worn connector that is used to introduce hld fluid into the instrument channel of the video bronchosope. 3. Observations were also noted with transportation of the scopes to and from the spd and clinical use areas. The distinction between soiled and cleaned scopes was not clear. While the site decided to continue high level disinfecting the scopes and autoclave the disassembled suction unit routinely, they also decided to terminally sterilized the scope (using eto) if a scope is suspected to have microbial contamination. The site is pleased with our visit and appreciated the good communications we had with them and the thorough report provided thereafter. This supplement concludes our follow up of this MDR.

Event description:
There were 4 patient infections connected with the use of one scope. Scope tested positive for stenotrophomonas.